Event description:
Technician alleged that the bed is not communicating with the nurse call interface board. No alleged injuries.

Manufacturer narrative:
The technician found that the bed's side-com functions did not work. The technician troubleshot the issue to the universal television board. The technician replaced the universal television board to resolve the issue.